Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had several episodes of near syncope and syncope. Interrogation was performed and possible intermittent non-capture of the right ventricular (rv) lead was observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.